Event description:
Pt presented with hip complaint (audible sound during gait) 34 months after primary total hip arthroplasty. Radiograph revealed that the modular neck component had rotated on the stem. At revision surgery it was apparent that the alignment pin had sheared.